Event description:
It was reported that customer experienced charging problems. There was no reported impact to the customer¿s blood glucose level. Customer did not respond to follow-up attempts, and technical support reviewed pump data, confirmed battery use was within normal daily range, sent multiple follow-up emails and voicemails, and then closed case without further troubleshooting or replacement.